Event description:
A malfunction alarm with code malf 12 was reported, and attempts to reset the pump did not resolve the issue as the malfunction recurred. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.